Event description:
Report received from (B)(6) stating "bad quality sleeve. The handpiece does not enter in the incision. No pt impact."

Manufacturer narrative:
The product has been requested for evaluation however it has not yet been received. Unable to view sterilization and lot history records due to the product number and lot number not matching. Additional info has been requested yet not received. Should additional info become available a supplemental report will be submitted.